Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing more discomfort when using the device for the last 3 weeks. The patient called customer service because she was wondering if her back brace with copper in it could be interfering with the electrodes signal. The patient claims that before she started using the device, she had normal days, and her back would begin bothering her late in the evening. Since she began using the device, her back is sore at an 8 out of 10 almost all day long. The patient takes pain medication, one oxy before bed. The patient has not increased her physical activity and only does some housework. While she is treating, there is no heat, no tingle, no sensation directly related to the device. It was later reported that the patient was unsure if the pain she was having is related to the bone stimulator or the metal back brace she is wearing. The patient also stated that she is feeling a burning sensation on the area. The patient stated the pain is on the surface of the skin. The patient had not talked to a doctor about the pain but noted she had an upcoming appointment with her surgeon on (B)(6) 2024. The patient also mentioned that a computed tomography (CT) scan showed that her healing was going well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing more discomfort when using the device for the last 3 weeks. The patient called customer service because she was wondering if her back brace with copper in it could be interfering with the electrodes signal. The patient claims that before she started using the device, she had normal days, and her back would begin bothering her late in the evening. Since she began using the device, her back is sore at an 8 out of 10 almost all day long. The patient takes pain medication, one oxy before bed. The patient has not increased her physical activity and only does some housework. While she is treating, there is no heat, no tingle, no sensation directly related to the device. It was later reported that the patient was unsure if the pain she was having is related to the bone stimulator or the metal back brace she is wearing. The patient also stated that she is feeling a burning sensation on the area. The patient stated the pain is on the surface of the skin. The patient had not talked to a doctor about the pain but noted she had an upcoming appointment with her surgeon on (B)(6) 2024. The patient also mentioned that a computed tomography (CT) scan showed that her healing was going well.